Manufacturer narrative:
Could not confirm. Port will not be returned. Event description consistent with pinch-off syndrome. No add'l info received from med ctr.

Event description:
Per medwatch report submitted by med ctr: pt had infus-a-port inserted into the left subclavian at another facility for chemotherapy treatments. Catheter fractured and had to have a partial removal of the port. When the chemotherapy was completed, the port was completely removed.